Manufacturer narrative:
A replacement was sent to the customer. Attempts to follow up with the customer to get additional information and to get the product back, including a final attempt by letter were unsuccessful. As of the date of this report the product has not been received back. A medela clinician spoke to the customer on (B)(6) 2013 who reported to cs that her pnsa had vacuum she found to be too strong. She had developed blister on her right areola. Csr responded by sending replacement pnsa which customer finds works 'better' for her. Today she reports that mastitis developed and she received antibiotic treatment from her physician. She is currently well and further clinical follow up is not indicated. The product involved in the complaint was not returned to date for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. It cannot be definitively concluded that the pump cause or contributed to the customers mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
Customer reported to customer service that suction is too strong - customer stated that she has a blister on her areola from the pump being too strong. As of (B)(6) customer told clinical that she developed mastitis.